Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter; the test strips were not returned. The meter was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.4 inr, qc 2: 3.2 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the stago laboratory method. The result from the meter was either 3.4 inr or 3.3 inr. The result from the laboratory within 7 hours was 1.8 inr. On (B)(6) 2019 the result from the laboratory at 6 p.m. Was 3.0 inr. The customer tested on the meter when he got home within an hour and the result was 4.5 inr. The customer's therapeutic range is 2.5 - 3.0 inr. The laboratory results were believed to be correct. No changes were made to the customer's warfarin dose. No medical treatment was necessary. No adverse event occurred. The customer is in good condition. The customer stated he may have squeezed his finger excessively to get a meter result. The customer is anemic.